Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was found unconscious. The patient was taken to the emergency room and expired shortly after due to cardiac arrest. The physician did not believe that a malfunction of the implantable cardioverter defibrillator (ICD), right ventricular (rv) or right atrial (ra) leads, caused or contributed to the patient's death.